Event description:
The customer reported that during preparation of the unit before transporting a patient, the unit displayed a "check iab catheter" alarm message. The unit was turned off and back on again. An autofill was performed and the unit displayed a "pneumatic drive failure" alarm message. The patient was switched to another unit and therapy was continued. No patient injury was reported.